Event description:
It was reported that medfusion 4000 pump displayed force sensor bridge test alarm. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal on the plunger assembly was removed/broken, and the flippers were intermittently stuck. Review of the event history log showed an occurrence of a "force sensor bridge test" error. Functional testing involved running the pump through power up and checking and testing the force sensor. It was found that the device displayed "force sensor bridge test" at power up. The alarm did not clear after the force sensor was calibrated. The investigation determined that the force sensor not operating as intended was the cause of the reported issue. The force sensor and plunger cable were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service an repair record.